Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring when the customer attempted to deliver a food bolus. Tandem technical support educated the customer on the cause for incomplete bolus alerts, and educated the customer on ensuring boluses are delivered. The customer consumed carbohydrates to address bg level.